Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that on (B)(6) 2019, the patient underwent coronary artery stent implantation at a right coronary artery. During the procedure, a 3.75 x 12 mm nc trek balloon dilatation catheter was inflated once at 16 atmospheres. It was attempted to be deflated and held negative for 5 seconds, but completely failed to deflate. The device was simply removed and replaced with a non-abbott balloon and the procedure continued smoothly. There was no adverse patient effect and no clinically significant delay. No additional information was provided.